Manufacturer narrative:
Findings: unit received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to flashing white lcd. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, missing retainer, missing reservoir tube o-ring, partially broken off reservoir tube lip and missing end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had audio/beep anomaly. Troubleshooting was performed. Customer's blood glucose level was 120mg/dl at the time of the incident. It was reported that beeps happened during normal use. It was also reported that the insulin pump had a constant tone that could not be cleared with removal and reinsertion of the battery or could not be resolved by a two hour insulin pump rest. It was reported that the customer will be sent a replacement insulin pump. It was reported that beeps happened during normal use. The insulin pump will be returned for analysis.